Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. The reporter alleged that the ok keypad button was under-responsive. In addition, it was reported that the keypad cover was observed to be missing/peeling prior to the change in button responsiveness. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/23/2015 with the following findings: the keypad was found to be torn between the down arrow and ok buttons and between the up arrow and contrast buttons. The down arrow and ok keypad button were found to be intermittently unresponsive; the up arrow and contrast buttons were unresponsive to button presses during testing. The keypad was removed and there was evidence of contamination observed under all of the button contacts; the up arrow and contrast button contacts were found to be missing. Unrelated to the complaint, investigation revealed a dim, faded and discolored display and a cracked battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.